Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of broken camera insert was confirmed due to the front socket latch not locking, requiring a new front socket. In addition, the device evaluation found that internally the device is very dusty, requiring dusting and vacuuming. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the olympus evis exera iii video system center had a broken camera insert. The issue was found during preparation for use for a diagnostic procedure. There was no report of patient injury or medical intervention associated with this event.